Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 100% to 30% after being removed from the power source. In addition, the pump shut off due to the battery issue in the past. The customer's blood glucose (bg) level was 300 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.